Manufacturer narrative:
There was no device available for analysis, therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery involving an implantable penile prosthesis (ipp) due to a reservoir migration to the right and occasional auto-inflation. There were no patient complications.